Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes b28hd1000 and 2368792 . A search of the complaint database finds additional reported incidents against lot code 2327992 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action. Pfs and medical records received from legal. **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, soreness, difficulty with daily living activities, and toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. It was also noted that during the surgery, fluid collection, metallosis and acetabular loosening was discovered. The acetabular cup is being reported at this time.

Event description:
Patient seeking legal action. Pfs and medical records received from legal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, loosening of cup, metal wear and metallosis.